Event description:
Reported false positive sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.